Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulation 803. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injury.

Event description:
It was alleged that an instrument bedside unit went into medium priority alarm that could not be recovered. The field service engineer found a reading of excessive force on one of the joints, which allegedly did not correlate with the draping technique used. The event occurred during surgery setup with no harm caused to the patient. The procedure start was delayed due to troubleshooting, however, the procedure was completed successfully with the use of remaining bedside units. At the time of this report, no further information has been provided.